Event description:
It was reported that the reservoir falls out of the insulin pump. Advised insulin pump would be replaced. Customer's blood glucose level at the time 5.4mmol/l. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and missing the end ca sticker. A test reservoir was installed and locked into place. No physical damage to reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.